Event description:
A caller reported experiencing a cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for a pump reset and guided the caller through the process, resulting in a successful restart of their sensor session without further errors.